Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, the device kept oozing a steady stream of blood despite correct deployment and suture management. Several attempts were made to advance the rail end of the suture, however, bleeding continued. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.